Event description:
Boston scientific received information that the patient prescribed with this latitude communicator reported that the power cord was non-functioning and had melted, however, was not hot to the touch. A recent power outage/storm had reportedly occurred. The patient was instructed to return the communicator and power/phone cord for reliability analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the communicator was thoroughly inspected and analyzed. Visual inspection revealed a melted cord on the power brick. Additionally, the power brick failed unloaded voltage check, as a result of electrical overstress. After voltage measurements were made, a known good power brick was used to power on the communicator which passed all baseline tests with the exception of the interrogation.